Event description:
The customer reported that during a neuro procedure the clear insulation fell off into the surgical site. The piece was retrieved without any pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have been asked. If the sample is received, or if add'l info pertinent to the incident is obtained, a follow up report will be submitted.